Event description:
It was reported that a crack was observed in the distal end of inner sheath. The issue occurred after the therapeutic trans urethral prostatectomy procedure. The procedure was completed with the same device, with no delay while the device was outside the patient and the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
E1 field: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found ceramic insulation was missing. Based on the results of the investigation, it is likely the damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. However, the root cause of a component failure of the inner sheath could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.